Manufacturer narrative:
One used #ia-cu9014b and one (1) used 10ml slip -tip syringe were provided by the customer for evaluation. As received, saline solution was observed inside the set. No additional damage or anomalies were observed. The used set with the returned syringe were leak tested as per procedure and no leakage along the device was confirmed. The complaint of leakage could not be confirmed or replicated. A device history record review could not be conducted because a lot number was not identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional reporting contact: (B)(4). Palmedical inc. Osaka prefecture.

Event description:
The complaint/event involved a 15 cm (6") appx 0.28 ml, j-loop w/bonded clave®, luer slip. When the customer was filling up saline solution into the product with an unspecified 10ml luer-slip syringe connected, leakage of saline was reported. The product was used for less than one day. Leakage of blood outside the complaint product was also reported. A pre-use check was conducted in accordance with the statements in the instructions for use. The product was replaced with another known good one to resolve the complaint/event. There was no harm or injury associated with the issue/event.